Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no sensing, loss of capture (loc) and high out of range pacing impedance measurements. A lead fracture was observed. The ra lead was programmed off and an invasive procedure was performed the following day. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically capped and abandoned and is not expected to be returned. A new ra lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.